Manufacturer narrative:
Plant investigation: although no parts were returned to the manufacturer for evaluation, the fresenius field service technician (fst) was able to perform an on-site evaluation of the machine. The fst confirmed the melted valve and fused connector prong to the valve. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the reported failure mode.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) reported that a hemodialysis (hd) machine was rinsed and in the processes of the rinse, leaking was found from the machine and a fuse appeared to "erupt" which melted a fuse to the connector prong. Upon follow-up with the biomed, it was reported that the bibag hydraulic assembly valve appeared to ¿erupt¿ which caused melting on the valve and fused the connector prong to the valve. The biomed stated that they did not observe any burning smell, smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the melting found on the valve. The biomed could not confirm how many hours the machine had. The biomed stated that the valve is the original fresenius part on the machine. The biomed stated that the valve, pressure line on the air separator, and the other pressure line on the secondary bibag conductivity cell lower line was replaced, which resolved the machine issue, and that the machine is back in service without any issues. Additionally, the bimed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the melted valve. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed confirmed that the valve and the replaced pressure lines were discarded and that they are not available for return to the manufacturer for physical evaluation.